Event description:
(B)(4): needle issue; (B)(4): product quality issue from (B)(6): I was working in the flu clinic administering prefilled flu vaccine to employee in right arm when medication squirted out from defected needle. Right arm assess with no swelling., no bruising and no pain. Apply band aide to right arm.